Event description:
Positive advia centaur xp toxoplasma g results were obtained on a pt sample when compared to other methods. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant toxoplasma g result.

Manufacturer narrative:
The cause for the false positive toxoplasma g result is unk. The calibrations and daily qc were within range for all the runs. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Positive advia centaur xp toxoplasma g results were obtained on a pt sample when compared to other methods. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant toxoplasma g result.

Manufacturer narrative:
The cause for the false positive toxoplasma g result is unk. The calibrations and daily qc were within range for all the runs. The instrument is performing within specifications. No further eval of the device is required.